Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent an unspecified breast reconstruction surgery with an unknown mentor gel prosthesis experienced spontaneous right sided rupture post procedure. Mammography examination confirmed the rupture. As a result patient underwent bilateral replacements as follow: cat#:3504254bc, sn#: (B)(4), cat#: smpx-490, sn#: (B)(4) on (B)(6) 2020. The sides are unknown per this report.

Manufacturer narrative:
Additional information received on (B)(6) 2021 indicated that the date of event was on september 3, 2020. Right side, cat#: 3503751bc, sn#: (B)(6). The replacement for the right: sn#: (B)(6), cat#:3504254bc. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).